Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled "wear through of a modular polyethylene liner: four case reports" by c. Anderson engh jr. Md., et al, published in clinical orthopaedics and related research (26 june 2000) no. 383, pp. 175-182 was reviewed for MDR reportability. Four patients in whom the s-rom total hip system polydial polyethylene liner was used illustrated the importance of, and difficulties in, detecting polyethylene wear-through befor a complete acetabular revision becomes necessarry. The authours analyzed the polyethylene liner wear through for 479 s-rom total hip polydial liners in 479 thas between the years 1984-1987. This article presents four individual cases of polyethylene wear and revision surgery. Each pateint was implanted with various depuy hip components and evey patient had the s-rom polydial polyethylene liner. The authors conclude that close radiographic follow-up is needed for patients who have polyethylene acetabular liners, particulary after 11 years and beyone, to prevent the need for full tha revision due to poly wear through. The specifics for each individual case are presented below. Please link all complaints to the mother complaint.(B)(6) year-old male, 5'11" tall, (B)(6) lbs, primary dx: steroid induced osteonecrosis. In february 1987, the patient was implanted with a 57-mm porous coated spherical ti arthropor acetabular cup system with a 5-mm thick s-rom polydial liner secured with 2 screws, and aml femoral stem, and a 32-mm cocr femoral head. Patient was referred for revison 11 years after primary tha due to pain and an inability to bear weight. Radiographic images revealed a 3.4 cm by 4.2 cm osteolytic lesion in the ileum directly abouve the acetabulum. Intraoperatvely, black, metal stained fluid was present in the jooint space and the polyethylene liner was worn through in the posterior, central, and superior direction. The cup was stable but had a defect, smaller than a screw hole, from wear with the femoral head. The cup and the stem were well fixed and left in situ and the osteolytic lesion was curetted through a cortical window in the ileum. At one year follow-up, the patient was free fom complications. The authors did not specifically identify the type of osteolytic lesion.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Visual examination of the images received on (B)(4) confirmed the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.